Event description:
Pt's legal counsel provided info in the form of operative notes indicating that pt underwent total hip arthroplasty on (B)(6) 2006. Operative notes indicate that revision procedure was performed on (B)(6) 2010 due to metalosis and lack of bone ingrowth into the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced. No further info has been provided to date.